Manufacturer narrative:
Failure analysis revealed the insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the unit was received stuck in the motor error loop during bolus/basal delivery. Unable to confirm the error alarm due to erased history file. The motor was tested outside the device and passed the test. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. The device was received with cracked battery tube threads, minor scratched lcd window. The device was received with missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It is reported that the customer had high blood glucose levels of 144 mg/dl. The customer reported a motor error alarm from the insulin pump while filling up the cannula. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.